Event description:
It was reported that the implant was not sterile because it had busted through the inner packaging. It was not used because of this and doctor was forced to use a different implant that we had there for the case. The plastic packaging on the implant was very brittle. This was a distal femoral replacement done on a tumor patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Visual inspection revealed that the outer carton is badly damaged. All four corners are damaged and two corners appeared to have been dented. The label on one of the opening flaps has a dried moist stain and text has come off as if something was stuck to this label. There is one long, deep crease along one of the long sides which indicates that the box had been severely squashed. There is also a smaller crease along the top short side, again an indication that the box was also squashed in this direction. The tyvek lid of the outer blister is open on three sides but the outer blister itself is not damaged. There is evidence of a full seal. The inner skin pack has no tyvek lid attached but there is evidence of a full seal. The inner skin pack is warped and there is a hole at the top end where it appears that the stem tip has protruded through. The end caps are no longer in their original position. There is evidence of abrasion within the inner pack and the rigid base tray caused by the stem being jolted about within the inner skin pack. The entire pack must have been subjected to excessive handling that lead to the external carton damage and the perforation of the inner skin pack. Visual inspection of the returned packaging determined that the pack was subjected to excessive handling leading to the sterile pack damage. Functional inspection: the stem and the two end caps were repositioned inside the returned skin pack and base tray. This indicated that the end caps had been properly positioned during the original packaging operation. Device history review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling.

Event description:
It was reported that the implant was not sterile because it had busted through the inner packaging. It was not used because of this and doctor was forced to use a different implant that we had there for the case. The plastic packaging on the implant was very brittle. This was a distal femoral replacement done on a tumor patient.